Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized on the same day as the onset. The patient was treated with intravenous cloxacillin (for two weeks, dose and frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and the patient outcome was not reported. Action with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
Corrected : patient identifier corrected from (B)(6). Should additional relevant information become available, a supplemental report will be submitted.